Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she had a high blood glucose of 390 mg/dl, and felt she was not getting all the insulin from her insulin pump that she should have been. Troubleshooting was performed. The drive support cap appeared normal. No air was found in the tubing. Insulin exited the tubing during a manual prime. The settings and history were correct. The high pressure test was performed and was passed. The insulin pump did not alarm on the first test and did alarm no delivery on the second test. The customer stated the insulin looked acceptable. The infusion set cannula was not bent or occluded. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.